Event description:
It was reported that diagnostic information was not available upon device interrogation. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.